Manufacturer narrative:
B1: corrected data - updated to adverse event and malfunction. B2: corrected data - updated required intervention to prevent permanent impairment/damage (devices). B5: corrected data - updated event summary. H1: corrected data - selected serious injury as corrected report type. H6: corrected data - updated codes. Voluntary mw # (B)(4) was received 10feb2025. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The healthcare provider indicated that the patient experienced an adverse event that required intervention to prevent permanent impairment/damage.

Manufacturer narrative:
Section a1: patient initials were requested but not yet provided. Section d4: device lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Voluntary mw # (B)(4) was received 10feb2025. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient arrived in clinic on (B)(6) 2024 with noted damage to the modular cable. The modular cable was replaced.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported modular cable damage was unable to be confirmed through this evaluation. The modular cable was not returned for evaluation. Multiple attempts were made to obtain additional information regarding the reported events; however, no additional information was provided by the account. The lot number or other identifying information of the product was not reported and was not able to be determined during the investigation. The heartmate 3 lvas IFU and the heartmate 3 patient handbook, are currently available. Section 1 of the IFU lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Section 2 of the IFU explains that if it has been determined that damage has been detected in the modular cable, it should be replaced and provides instructions on how to do so. The IFU and patient handbook contain information on how to clean and care for the driveline. Section 6 of the IFU and section 4 of the patient handbook instruct the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also states, ¿call your hospital contact right away if the driveline is damaged (or might be damaged)." Section 7 of the IFU and section 5 of the patient handbook provide additional instructions regarding driveline care in sub-sections entitled, "what not to do: driveline and cables", which explicitly caution the user not to twist, kink, or sharply bend the driveline. Furthermore, section 8 of the IFU and section 4 of the patient handbook instruct the user to clean exterior surfaces of the driveline cables with a damp, lint-free cloth and if more aggressive cleaning is needed, to use warm water and mild dish soap. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.